Event description:
A customer contacted beckman coulter inc. (Bec) and stated there was a leak of clear fluid (10ml) by the right side of the coulter hmx hematology with autoloader analyzer and outside on the counter. The msds was not reviewed. There is an exposure control plan at the facility. The customer was not wearing gloves, but was not in contact with the liquid. There was no report of exposure to open wounds or mucous membranes. No one sought medical attention. No patient results were affected as a result of the leak. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and found the differential mixing chamber was not draining causing overflow during the rinse cycle. The fse indicated the drain pinch valve was broken. The fse replaced the pinch valve and the actuator, and verified operation of the valve and draining with no further leaks. The cause of the leak was broken pinch valve associated with draining the differential mixing chamber. (B)(4).